Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley at distal end. No thermal damage was found on the instrument. Additional observation(s) : the instrument was found to have a damaged grip cable at distal end.

Event description:
It was reported that cable sheath and clamps on 8mm maryland bipolar forceps instrument were broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective cable was the gray colored metal cable. There were no consequences for the patient. The procedure was completed robotically by changing the instruments. The procedure was not prolonged because of the reported issue.